Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death is being requested.

Event description:
Attorney alleges that patient was implanted with a 6949 lead and as a direct and proximate result, patient "sustained pain and suffering, severe emotional distress, mental anguish, economic losses and other damages." Further alleges patient "suffered emotional distress as a result of the knowledge of the defective nature of his sprint fidelis lead, and the knowledge that, at any time and without warning, he could be seriously, if not fatally, injured because of its defective nature." There is no allegation from a health care professional that the death was related to the device or the lead. The cause of death is being requested.